Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood visible on the balloon and shaft and contrast in the inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The balloon was loosely folded. There was no damage noted to the balloon catheter. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was heavily tortuous, which may have contributed to the resistance. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. The balloon profile could not be measured, due to the balloon being loosely folded. Analysis noted there was a clear thick strand of foreign material returned in length of 99 cm, confirming the reported information. There was blood on the returned foreign material. The material was sent to the chemical lab for analysis. The chemical analysis report revealed that the material did not match any existing material but resembles a type of teflon tubing. Teflon is used in the manufacturing of guide wires, snare devices, and guiding catheters. It is possible that the material came from another product used in the procedure; possibly the guiding catheter; however this could not be confirmed. Additionally, there was no peeling or damage noted to the catheter, which further confirms the material did not come from the voyager nc balloon catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported physical resistance and noted foreign material appear to be related to the operational context of the procedure. All products are inspected for contamination throughout the manufacturing process, including the point where the protective sheath is placed over the balloon. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are visually inspected online for damage.

Event description:
It was reported that the voyager nc was used in a very difficult case treating two lesions in the mid and distal right coronary artery. No calcification was observed; however, due to tortuosity, buddy wires were needed to get the voyager to the lesions. Multiple inflations were performed from 14 to 16 atmospheres. The voyager nc was removed without resistance, but as it exited the guide catheter (outside the patient), the physician observed what appeared to be a coating or part of the catheter peeled back. There was no significant delay in procedure or adverse patient effects, as this was just something observed when the device was done being used. A non-abbott stent was implanted to successfully complete the procedure with a good patient outcome. No additional information was provided.